Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to suspected premature battery depletion. The device was implanted on may 8, 2003, and it reached elective replacement indicator (eri) on october 22, 2006. It was noted that no shocks or anti-tachycardia pacing were delivered, and the device was programmed to 2.0 volts at 0.5 ms in each chamber. This device is also part of the advisory population described in the physician communication on june 17, 2005. No adverse patient effects were reported.